Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) was implanted and during induction testing post-operative a screen displayed "no inductions performed during current session" when the field representative tried to retrieve data after completing induction testing. It was noted the device detected, and successfully treated during the induction and the device functionality was normal. The device remains in use. No patient complications have been reported as a result of this event.